Manufacturer narrative:
Seven samples were received from the customer for evaluation. All were visually and functionally tested. The cycle testing of the samples did not detect any failure modes related to firing of the needles. The product performed per product specifications, therefore, a root cause of the reported failure mode (increased rate of peri-capsular, post-kidney biopsy hematomas) could not be determined. The DHR (device history record) of the lot reported was reviewed and showed no recorded quality problems. We will continue to monitor for other similar complaints and utilize the information as part of continuous improvement.

Event description:
Dr reports difficulty when charging needle, as well as sample being flung off needle tip, upon trying to retrieve sample. Drs report continuation of increased rate of peri-capsular, post-kidney biopsy hematomas. Hematomas verified by physicians via post-biopsy ultrasound. Physicians report that patients have exhibited range from clot in urine to bloody urine, ceasing within 24 hrs. Physicians report patients' lab values have exhibited no noteworthy changes, post-biopsy. Physicians state they have many yrs of experience with achieve needle; have not changed biopsy procedural approach or imaging equipment; patient population has not changed; stating that needle is suspect of being contributory to increase rate of hematomas. (Purple box achieve).